Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 1.5-20 non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination of the balloon revealed a 7mm longitudinal tear starting at the proximal balloon cone. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procdure was completed with a 1.5-20 non-bsc balloon catheter. No patient complications were reported.